Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was initially calling from the car on their way to an MRI appointment and that they needed to activate MRI mode but their ins battery was low and telling them they needed to charge it. The patient stated when they would go to charge, the recharger and handset would connect, but when they went to place the recharger over the ins to charge it, the recharger would beep an ascending tone like it connected to charge the ins but then it would go back to searching for the ins before the implant battery percentage could even register on the recharger application. The patient then mentioned that every time they would go to charge and place the recharger over their ins site against the skin, the 2 "little metal tabs" on the end of the recharger would give them "little electric shocks." The patient confirmed it would only happen if they had the recharger right against the skin and patient services reviewed with the patient that they should always charge with a thin layer of clothing between the prongs of the recharger and the skin. The patient stated the shocking did not occur when a thin layer of cloth ng was used. At this point, the patient arrived at the facility and went to check in. The patient then began troubleshooting charging the ins with patient services. The recharger connected to the recharger application immediately and the patient was then able to place the recharger over the ins site and the recharger did an ascending beep indicating the recharger was connected to the ins but then it went back to searching. It did this multiple times. The patient stated they could feel the ins under the skin and when patient services asked the patient if it felt tilted, the patient stated it was "not where it used to be." At one point while the recharger was searching the patient dropped the recharger. The recharger continued to search/beep and the patient picked it up and attempted to connect to charge the ins a few more times. They put the recharger over the part of the ins that felt the closest to the surface of the skin and connected briefly and the recharger signified it connected to charge but the application was never able to show it was charging before the recharger went back to searching again and the patient was unsuccessful in staying connected. Patient services was unable to troubleshoot further with the patient at the time of the call because it was time for the patient to get a diagnostic ultrasound of their right hip. Thus, patient services was unable to ask for any further information about the event. The patient could not recall the name of their managing health care provider (hcp) and requested the name of the hcp who was registered as their implanting hcp. Patient services reviewed this information and advised the patient to follow up with a hcp to have the implanted system checked since they thought the ins had been in a different location. The patient stated that they would and that they would call back to continue troubleshooting charging the ins at a later time. Patient services also wanted to note that they reviewed with the patient that if the patient couldn't charge up their ins to at least 30% they would not be able to utilize MRI mode and thus they would not be able to get their MRI scan, per labeling.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial#(B)(6), implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the inability to stay connected was unknown. When asked what the most likely cause was, the hcp stated it is hard to locate - it is buried under significant sub-q fat. The steps taken to resolve the issue included instructed on positioning of charger. The manufacturer representative (rep) to meet with the patient and possibly replace the charger and blue tooth device. The issue was not yet resolved. The hcp thinks the ins is in appropriate position. The issue was resolved.